Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer experienced diabetic ketoacidosis (dka) with blood glucose level over 500mg/dl. Reportedly, the customer required assistance in treating dka; however, additional details regarding patient and event information was not provided. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.